Event description:
It was reported that the patient presented to the emergency room in ventricular fibrillation (vf) on (B)(6) 2024. The patient did not have a history of vf prior to lvad implant but it was noted that the vf was not thought to be device or therapy related. After prolonged hospital course involving cardioversions and implantable cardioverter defibrillator (ICD) lead extraction and replacement, the patient was recommended for acute rehab. It was noted that the patient had the ICD implanted after lvad implant. After family meeting, the patient decided to transition to comfort measures and left ventricular assist device (lvad) therapy. The patient passed away. The cause of death was cardiogenic shock, stage d congestive heart failure, in setting of durable mechanical circulatory support (mcs), aortic root thrombus with left main coronary artery occlusion. There were no changes to patient condition or anticoagulation that may have contributed to the thrombus. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was communicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia, peripheral thromboembolism, and death. Section 5 of the IFU, ¿surgical procedures¿, contains a sub-section on ¿preparing the ventricular apex site¿, which instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, this section contains a sub-section entitled ¿implant procedures¿, which warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿, lists arrhythmia and thromboembolism as potential late postimplant complications. This section also outlines the recommended anticoagulation regimen, including inr (international normalized ratio) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.